Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 3889-28, lot# va0vapj , implanted: (B)(6) 2015, explanted: (B)(6) 2016, product type: lead.

Event description:
The healthcare professional (hcp) through medtronic representative reported the return of symptoms for the patient following the injury during playing football. Patient returned to office and impedance readings were greater than 4000. Hcp did the impedance readings, device interrogations <(>&<)> lead replacement. Issue was resolved during at the time of this report after surgical intervention. Patient was implanted for gastrointestinal/ pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.